Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: email.

Event description:
Reports false positive flu b result, confirmed by alternate faciliy with unkown test method. Unknown if patient was symptomatic. No apparent adverse event. Report 5 of 7.